Event description:
It was reported that this was a venous closure of a right common femoral vein with two proglide devices using the pre-close technique via a 6f sheath hole prior to a pacemaker interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 26f sheath and the interventional procedure was completed. Reportedly post-procedure during knot advancement, the whole suture of one proglide device came out with the knot formed. A third proglide device was used. Hemostasis was achieved with the one pre-placed suture and the suture of the third proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out with the knot formed¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The proglide was used in the common femoral vein to close a puncture exceeding 24f. The electronic perclose proglide instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheaths. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.